Event description:
Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. The trial worked very well (wore it for three days) about 95% improvement. The permanent (implant) had increasingly gone ¿ down hill¿. The patient had a visits to the healthcare providers office and one at home and one over the phone. The patient was hard of hearing and taking instruction by phone was difficult. The patient was nearing losing patience. The patient want it to work.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0bve1, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, lot# serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported that the patient had good results with the trial 95 percent. Shortly after implant the therapy has not been helping her as much as she would like. The patient was not sure if symptoms could even be worse than before. She uses programmer to increase stimulation. The patient used the word "shocking" to describe the stimulation. It was clarified with the patient that she meant this was stimulation was too high and once she decreases stimulation that feeling goes away. She was not happy with results. She has had and doesn't like that she cannot get a MRI with this device. The patient powered on programmer and the batteries were low. Patient services called the patient back as requested and had her use programmer. She was on program 4 at 2.1 volts. She hasn't tried the other programs/groups in her device. The patient changed to program 1 and tried to increase on program 1 and then she got the screen to turn stimulation on. It was unclear if stimulation was just turned off or has been off. The patient turned stimulation on prog ram 1 at 0.65 and patient reports she got a "shock". Patient services again tried to clarify if she meant shocking or too strong stimulation and the patient again states she doesn't know what they mean by the difference. The patient states that the "shock" went away after stimulation was turned on initially and then described the stimulation sensation as discomfort and slight throbbing that was coming and going. The patient was going to try new settings at program 1 and call back if her symptoms do not get better. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.